Manufacturer narrative:
Patient information was not provided the revolution pump was sent to sorin group (B)(4) for device-investigation and was immediately sent for decontamination. The unit was returned from decontamination on 11/03/2015. Sorin group (B)(4) manufactures the revolution pump disposable. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the revolution centrifugal pump experienced low flow during a procedure. The unit was changed out to complete the case. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the revolution centrifugal pump experienced low flow during a procedure. The unit was changed out to complete the case. There was no report of patient injury.

Manufacturer narrative:
The lot number reported on the initial medwatch was incorrect. It should be 1504210032.

Manufacturer narrative:
(B)(6). Device available for evaluation? Yes; returned to manufacturer? Yes; date returned to manufacturer: 10/23/2015. Sorin group (B)(4) manufactures the revolution pump disposable. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report indicating that while on bypass, the perfusionist experienced low flow with the revolution centrifugal pump. The perfusionist was able to re-establish the flow, and later the issue resolved itself and the rest of the case was normal. There was no report of patient injury. The involved device was returned to sorin group (B)(4) for evaluation. Visual inspection of the returned unit found no abnormalities. The returned product was subjected to performance testing that could not confirm the reported issue. The device operated according to specification. A review of the DHR could not identify any concession, deviations or non-conformities relevant to the reported failure. This unit belongs to a lot of nearly 1500 units that have all been distributed. No other complaints for this type of issue have been reported for any other units within this lot. The reported issue could not be reproduced so no corrective actions could be identified. Sorin group (B)(4) will monitor the market for trends related to this type of issue.